Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the cautery pin detached when the user attempted to connect the active cord during preparation. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the cautery pin detached when the user attempted to connect the active cord during preparation. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin detached; no other issues were noted. It was found that the diameter of the hole into which the cautery pin is inserted in the handle was smaller than that of the cautery pin itself, thus preventing proper assembly. The device extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. Review and analysis of all available information failed to indicated a probable root cause for this event, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.